Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the returned endologix, afx2 bifurcated stent graft delivery system was performed. The device was found within a product box and securely double-bagged within a larger box. The device arrived in multiple components, displaying traces of blood and tissue residue. Thorough decontamination procedures were carried out. Upon visual inspection, the presence of a stent could not be discerned, and the outer sheath exhibited multiple bends and creases. Furthermore, the contralateral wire was found to be severed, transitioning into the radiopaque section of the wire. A knot was identified on the contralateral wire, in accordance with the reported event. Efforts were made to physically evaluate the device and recreate the reported event, but due to the extent of device damage, this was not possible. It was confirmed that there was substantial resistance encountered while maneuvering the introducer system with the afx2 bifurcated endograft system. The underlying cause of this failure, however, proved to be inconclusive. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx2, intraoperative, unable to deploy the contralateral limb, conversion to aorto-uni-iliac stent with femoral-to-femoral bypass and prolonged procedure are confirmed. The reported rupture (right vein) and explant are unconfirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for the reported event is user-related due to the absence of an aneurysm sac, presence of thickened calcium throughout aorta and iliacs and concomitant product usage of non-endologix stents in the bilateral common iliac arteries. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5 describe event or problem, d9 date received, d10 concomitant products, g3 awareness date, h3 device evaluated by mfg?; updated, h3 device ret to mfg for eval?; updated, h3 reason device not eval; remove data, h6 health effect - impact code; remove 4627, h6 investigation type codes; remove 4118, h6 investigation finding codes; remove 3233, h6 investigation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft. During the initial implant procedure, it appeared that the bifurcated stent graft was loaded incorrectly as a knot was observed in the contralateral wire. The physician attempted to rotate the system, but this did not resolve the issue. The physician elected to convert the patient to a femoral-femoral crossover bypass, after which the bifurcated stent graft deployed under high friction. However, the contralateral limb of the bifurcated stent graft would not deploy. The patient also experienced an intraoperative rupture on the right side, high blood loss (unknown amount) and a prolonged procedure of approximately 5 to 6 hours. The patient's current status is unknown. The delivery system is available for return/evaluation. Additional information: clinical assessment identified that two (2) non-endologix stents were also placed at initial implant (one in the lcia (left common iliac artery) and one in the rcia (right common iliac artery)); this procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the afx2 system per device IFU. Reportedly, the bifurcated stent graft was not explanted, but was used as an unilateral system. The left iliac was occluded by an amplatzer (non-endologix) plug, and the patient received crossover bypass from the right-to-left groin.

Manufacturer narrative:
The device involved in this event will be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : device in transit.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft. During the initial implant procedure, it appeared that the bifurcated stent graft was loaded incorrectly as a knot was observed in the contralateral wire. The physician attempted to rotate the system, but this did not resolve the issue. The physician elected to convert the patient to a femoral-femoral crossover bypass, after which the bifurcated stent graft deployed under high friction. However, the contralateral limb of the bifurcated stent graft would not deploy. The patient also experienced an intraoperative rupture on the right side, high blood loss (unknown amount) and a prolonged procedure of approximately 5 to 6 hours. The patient's current status is unknown. The delivery system is available for return/evaluation.